Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported customer received error messages for up to 2 hours or more after 9 days of wearing the adc freestyle libre sensor. On (B)(6) 2018, customer experienced symptoms described as "awareness and dizziness" and was unable to test using the sensor. Customer was treated with glucagon injection. There was no report of death or permanent injury associated with this event.

Event description:
Customer's caregiver reported customer received error messages for up to 2 hours or more after 9 days of wearing the adc freestyle libre sensor. On (B)(6) 2018, the customer experienced symptoms described as "awareness and dizziness" and was unable to test using the sensor. The customer was treated with glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.